Event description:
It was reported that the patient received several inappropriate shocks due to noise and was admitted into the hospital. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to be fractured. The defib conductor was distorted, and the inner tubing was kinked/buckled. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and the helix/lobe appeared distorted/bent. The outer insulation exhibited a cosmetic depression, and the exposed defib coil was noted to have a white substance present. The lead appeared to have been implanted with a bend in it at the fracture site.